Manufacturer narrative:
Date of event is estimated. Additional information was unable to be obtained as patient declined further contact. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had the ipg replaced by a different manufacturer on an unknown date for an unknown reason.